Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was a driveline communication fault. Log files were sent for review. The log file captured driveline communication faults on (B)(6) 2024 starting at 12:25:59. The system controller was reseated but the alarms did not resolve. The system controller and modular cable were exchanged and the alarms resolved.

Event description:
There were no patient symptoms at the time of alarms.

Manufacturer narrative:
Updated b5 and d9 confirmed "no". No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D9: date returned to manufacturer, corrected manufacturer's investigation conclusion: the reported event of a driveline communication fault was confirmed via the submitted log file. The modular cable (lot number: 22929) was not returned for analysis; however, a log file was submitted and data from the reported event date of (B)(6) 2024 was reviewed. At 12:39:42 a driveline communication fault alarm activates due to a com_b_fault. This driveline communication fault is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the modular cable were unable to be reviewed due to the lot number information not being provided correctly. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.